Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Customer also reported that self test was performed and alarm reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly. The audio tone or vibrate feature on the device functioned properly during testing. No audio or vibrate anomaly noted during testing.